Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic partial colectomy, while the device was being applied to the colon, the surgeon closed the jaws and pressed the green button, but the device could not be fired. It was also stated that there was difficulty in unloading the device. 2 other reloads were used, however, the issue persisted. When the handle was replaced, the surgeon was able to complete the case using the previous reloads. The surgical time was extended for 30 to 40 minutes due to the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the firing knobs were fully retracted, and the articulation lever was in the neutral position. The instrument was successfully loaded with a representative single use loading unit. The instrument and loading unit were applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.